Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead revision is anticipated. The patient was stable with no adverse consequences reported.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular (rv) lead. The patient was stable with no consequences.